Manufacturer narrative:
(B)(4). The device was returned to baxter for evaluation. A review of the device logs revealed no failure, malfunction or iipv events that could have caused or contributed to the reported event. A visual inspection was performed with no issues noted. The power on self-test was successfully completed. The one hour therapy was completed without error or alarm. The device was serviced and the device passed all tests as per baxter specifications. There was nothing found during the evaluation that would cause or contribute to the patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The initial reporter declined to provide additional information. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. The device was requested to be returned for evaluation. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized prior to or until the time of death. The cause of death was natural causes. It was not reported whether an autopsy was performed. It was not reported if peritoneal dialysis (pd) therapy was ongoing until the time of death. Additional information was requested, but is not available.